Event description:
During the administration medication was not coming out of the injection [device defective]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device defective and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On (B)(6) 2026 amneal pharmaceuticals received information from a pharmacist via a telephone call concerning above mentioned adverse events experienced by the patient while on amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, the 50 milligram per vial single dose pack (ndc: (B)(4), lot: ap25q445, expiry date: sep-2028) (dose, frequency and route not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date of (B)(6) 2026, they received a sealed medication kit from the wholesaler and on (B)(6) 2026 during the administration they observed that medication was not coming out of the injection, and that was the first time they were observing this type of issue and requested for the replacement. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter did not assess the causality of events device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.